Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(6) 2020. It was reported that the volumes at the patient's last two refills were: 3.9ml expected, 11ml actual; 7.4ml expected, 11ml actual. The cause of the inability to aspirate the catheter was not determined per radiology who did not observe any kinks or occlusions. The patient was going to be referred to neurosurgery for a "line replacement." The issue was not yet resolved. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l43279, implanted: (B)(6) 1997, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 03-mar-1999, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient was having increased volume discrepancies at his past two refills. He gets filled once a month. He had 3-4mls left over and then his most recent fill he had 7mls left over. The hcp performed a dye study on (B)(6) 2020 and they were unable to aspirate the catheter. There were no pump alarms or changes in therapy. The caller would discuss options with the hcp. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID 8703w, lot# l43279, implanted: (B)(6) 1997. Product type catheter e: further review of the provided information indicated a correction needed to be made to the initial reporter field. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the pump failed and was replaced on (B)(6) 2020. The patient recovered without sequela. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (B)(6) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider noted for the past 4 months the pump was not working well. Despite conservative measures, the patient continued to experience debilitating chronic spasticity. The hcp offered baclofen pump catheter and generator replacement. Patient was at the clinic today requesting to proceed with surgical intervention . Apparently, there is a recall for the pump generator also. Dye study to evaluate intrathecal catheter was unsuccessful and determined catheter was not patent. The patient's pump and catheter were replaced as a result of the issue. The pump was filled with baclofen with a reduction of dose to half.

Manufacturer narrative:
Continuation of d11: product ID: 8703w, lot# l43279, implanted: (B)(6) 1997, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.